Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported the patient had an infection that required device explant. The site was irrigated with bacitracin and debridement was done. There was redness and swelling to the stimulator lumbar incision with pus drainage from the pocket. Vancomycin was placed in the incision and intravenous vancomycin and cefepime was given. The next day the cefepime was discontinued and the vancomycin was continued. One week after explant the patient was taking clindamycin orally. The patient had a mild fever a couple of days previously. The patient had serosanguineous type discharge with purulence coming from the stimulator site. The lab work showed c-reactive protein was 3.2 mg/dl and sed rate was 43 mm/hr. An aerobic culture and gram stain of the stimulator site was positive for moderate staphylococcus aureus. In march c-reactive protein was 2.1 mg/dl and sed rate was 31 mm/hr. The patient¿s temp was 97/6 degree fahrenheit upon discharge. One week following explant the incision was without pain, drainage, erythema, or tenderness. The wound edges were well approximated and the incision was clean, dry, intact, and healing well. The patient did not have a fever. The event was considered resolved without sequelae. Etiology was the stimulator pocket and was possibly related to the device or therapy and related to the implant procedure. The event resulted in in-patient hospitalization and surgical intervention.